Event description:
Device 1 of 2. Reference MFR report# 1627487-2012-08458. It was reported that the patient had lost stimulation on some of the programs and had felt a full body surge. The diagnostics revealed invalid values on some contacts. A possible kink was noticed in the lead by the anchor and the strain relief loops were upright as opposed to flat. The pt was able to receive pain coverages after reprogramming the leads. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.